Event description:
Implant didn't achieve osseointegration, primary stability was achieved, blood coagulation disorder. Patient had 2 implant placed the same day 16 and 17, #17 already lost on (B)(6) 2023.